Event description:
It was reported to medtronic minimed that the customer experienced damage (physical or cosmetic). The customer reported no adverse event. The event involved product(s) mmt-1886. Troubleshooting was not performed and indicated pump replacement. No harm requiring medical intervention was reported. Mmt-1886 was returned for analysis.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Select patient information cannot be provided due to regional privacy regulations. The reported device is not marketed in the united states, but it is a same/similar device to one that is marketed inside the united states. After battery installation, unit powered on with an unexpected blank display. Unit was cut open to perform a visual inspection and found moisture damage on pcba1 and lcd flex connector. P-cap locked in place properly during testing. Unit was received with: cracked case-corner of belt clip rails, pillowing keypad overlay, scratched case, and stained keypad overlay. In summary, customer allegation for cosmetic damage at battery compartment was confirmed during visual inspection. Blank display confirmed due to corroded electronic assembly. Isolate to electronic stack. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.